Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A retrospective clinical study reported that a patient underwent an initial left orif for a tibial plateau fracture. Following the procedure, the patient developed ankle pain, pain around the plate, and range of motion issues. Subsequently, the surgeon revised the patient to remove the plate from the ankle approximately fifteen (15) months later without any known complications. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): unknown k-wire (unknown). Unknown distal screw (unknown). Unknown distal screw (unknown). Unknown distal screw (unknown). G2: foreign - the event occurred in the united kingdom. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A retrospective clinical study reported that a patient experienced pain in her ankle and a reduced range of motion. This was exacerbated during passive flexing and extending the ankle; consequently, the surgeon revised the patient to remove the plate from the ankle approximately one (1) year and three (3) weeks after initial implantation. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed based on the medical timeline. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for the review of device history records; lot identification was not provided. Medical records and radiographs were provided and reviewed by a healthcare professional. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.